Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
On (B) (6) 2010 customer called customer service in response to a message left regarding a prior readings complaint. Customer had reported that on (B) (6) 2010 she had received readings of 221 mg/dl and 206 mg/dl on her freestyle freedom lite blood glucose meter, which were higher than she felt. At the time of the original call customer denied subsequent injury or symptoms as a result of the readings. However, during the follow-up call, customer noted that she had experienced symptoms of "low blood glucose", but declined to elaborate, except to say the issue first began about one month ago. She further reported she had experienced a loss of consciousness. No third-party emergent medical intervention was reported. Customer denied self-treating. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).